Event description:
It was reported that during a cardia cancer resection procedure, the anastomosis stoma did not staple completely. Another device was used to complete the procedure. The sample will not be returned because of pt's hepatitis. There was no adverse pt consequence.